Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use an admiral xtreme device using a 7fr sheath and a terumo guidewire to treat a 100mm lesion with a small degree of tortuosity in the proximal left iliac vein, diameter 10mm. The device was prepped with no issues identified. A medtronic (ac3205p) inflation device was used to inflate the balloon using contrast. It was reported that the balloon burst below balloon rated bust pressure (rbp) during the first inflation to 6 atm's. No resistance or excessive force was reported and all fragments of the balloon were retrieved. The physician inspected the balloon after removal from the patient as well as carried out an angiogram with no visible findings of device components in patient. The procedure was completed using a replacement balloon. No patient injury was reported.